Event description:
While a patient was receiving paclitaxel intravenously, they felt a flushing sensation within 10 minutes. The infusion was stopped and 40 mg of solumedrol was administered intravenously. After the intervention, the patient was stable and discharged. There was a delays of 30 minutes.

Manufacturer narrative:
The original reporter stated there were two lots in question. The facility observed patient reactions while using walkmed infusion's products, but they could not definitively state which lots were associated with which patient reactions. The two lots in question are lot 1404065 and lot 1403061. Walkmed infusion received 5 samples from each lot and requested the manufacturer perform a bacterial endotoxin test. The test results were negative for both lots.